Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) during an infusion of chemotherapy drugs (programmed amount and delivery rate unknown). The nurse assessed the infusion and saw that the infusion had not infused the amount that was expected. The patency was restored and the infusion when through but longer then the total time expected. Any patient involvement, injury or medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.